Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to set a temp rate alert, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. You are prompted to continue setting up your temp rate, or tap back if you do not want to continue setting up your temp rate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete temp rate (temporary basal rate) alert. Reportedly, the customer navigated to the temp rate screen and did not exit the screen. The customer's blood glucose level was 414 mg/dl. The customer delivered a bolus. Tandem technical support educated the customer regarding the alert and the customer acknowledged.